Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection. Since the reported issue could not be reproduced, it could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. The event can be prevented by following the instructions for use (IFU): preventive measure is described in IFU: urf-p7r reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the reprocessing of the fiberscope, it was processed without the gas cap on. There was no patient involvement.

Event description:
It was reported that the fiberscope displayed a blurry/unclear image, and that the scope was processed without the gas cap on. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.